Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has error 41541 and it is unable to be cleared. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous services. The customer reported issue was confirmed as the latch lock was found to be defective. To fix the issue the latch lock, flex circuit and motherboard were replaced. Further investigation found a degraded downstream occlusion (dso) seal. The dso seal was replaced.